Event description:
The patient was sleeping on air mattress overlay. He rolled in sleep and fell off of bed. The daughter was sleeping at bedside. Hospital alerted because of noise from fall and daughter yelling. The patient is normally alert and oriented and always used call light. Unaware that patient moved a lot in sleep. Not observed moving a lot in sleep during previous 2 shifts. Air mattress was inflated and was even with side rails. The patient had a tracheotomy and could not lie down supine so head of bed was raised to a 30 degree incline. This put the patient at the same level of the bed guard rail. The mattress overlay is made of gore-tex which is slippery. All of this probably contributed to the fall. Bed alarm was not on, but this event was from a sudden movement and probably would not have helped. Pt was also not impulsive, so it was not set. He hit his left knee on floor and has a bruise and then hit middle of forehead and caused approx 1/2cm cut. Bleeding stopped quickly with pressure. No need for stitches. Every 4-hour neurological checks were done. No other sign of injuries noted.====================== health professional's impression======================when this particular mattress overlay is pumped up fully and the incline of the bed is raised it puts the patient even with the guard rails. This then tends to limit the protective function of the guard rail. In this situation clinical staff should be aware of this fact and either not pump the mattress up fully or place a closer watch on the patient.